Event description:
During product evaluation, failure code 570 was found in the pump's event history. There was no pt injury or medical intervention necessary according to the hosp rep. No additional info is available.